Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo mid to distal left anterior descending artery (mlad) that is 80% stenosed. A whisper es guide wire was advanced to access the lesion and a 3.5x5mm trek was used to pre-dilate the lesion. A 3.5x38mm multi-link 8 balloon expandable stent system was attempted to be advanced; however, failed to cross due to anatomy. The proximal shaft was noted to be separated during advancement and the device was carefully pulled back. After several times the separated portion was simply removed. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.